Event description:
Suction/irrigator functioned on & off independently during laparoscopic procedure in operating room. Post-op, disposable device was disassembled and found burned area/melting inside.